Event description:
Patient experienced elevated blood glucose levels (in the 800's mg/dl). Patient went to hospital in 2003 due to high blood glucose, and went again 3 days later due to low blood glucose. Patient was also treated the following day by emergency medical technicians for high blood glucose.